Event description:
As reported by the user facility: the vent cap came off tubing used for chemo. The whole plastic piece came out, so that there was a direct opening to the IV fluid, and it leaked out.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.